Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that the instrument is configured to a three (3) basket retort fill level and three (3) basket bottle fill level. Based on the information provided by the complainant, the tissue in 88 cassettes reported as exhibiting sub-optimal processing was most likely derived from the "cls 12-hour xylene protocol 1" protocol comprising 189 cassettes, which started in retort b at 16:46pm on (B)(6) 2020 and completed at 08:00am on (B)(6) 2020. No error codes were recorded during execution of this protocol. The root cause of the sub-optimal tissue processing reported is a use error, in which four (4) baskets of cassettes were loaded into a retort configured for three (3) baskets. Section 2.2.2 of the leica peloris/peloris ll user manual details that: "retorts can be filled with enough reagent for two or three baskets. Supervisors set the required fill level on the instruments settings screen." The consequence of loading four (4) baskets into the retort would have been that the cassettes in the top basket in the retort would not have been covered by processing reagents, resulting in the sub-optimal tissue processing reported by the complainant. Section 2.2.4 of the leica peloris/peloris ll user manual details the following specific warning: "always ensure the cassettes are correctly inserted into the baskets and that the baskets are correctly placed in the retorts. Incorrectly placed cassettes or baskets may lead to samples being damaged as some tissue may not be fully covered by reagent during processing."

Event description:
Leica biosystems received a complaint that: "4 baskets placed into retort for processing; top basket not processed". The leica histology technical specialist - pathology further documented the following information reported by the complainant: "after running a clean cycle, the technologist forgot to remove the single basket which remained in the retort after running the clean when starting the processing run, this basket was not removed and the technologist placed 3 basket in the retort and started a processing run. 4 baskets were in the retort (3 with tissue and 1 empty) resulting in the top basket not been submerged in reagent. Bottom half of some tissue in the top basket (after been embedded and sectioned) look to be infiltrated with wax, top half looks under processed." On 27 february 2020, the leica histology technical specialist - pathology received the following information from the complainant: "they had embedded, sectioned, stained the tissue and the slides were with the pathologist. The lab said they looked diagnosable but were waiting for feedback from the pathologist." On 04 march 2020, leica biosystems melbourne received information from the leica histology technical specialist - pathology that all cases involved in this event were diagnosable.